Manufacturer narrative:
The product expired before an investigation could be initiated. However, a documented DHR review had previously been performed which did not yield any anomalies. Product expired before investigation.

Event description:
On (B)(6) 2016, a (B)(6) customer site originally reported an unexpected negative antibody screen when using capture-r ready-screen (4), but with inadequate information.